Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 333 (mg/dl) for about a week. Reportedly, customer has been under a lot of stress, and also stated that they have a sore throat. Customer administered boluses with the pump to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.